Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Additional information was not provided. Reportedly, the customer would call back if needed/once ready to troubleshoot.